Manufacturer narrative:
Conclusion: - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficult in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault. Evaluation newly available, alternate measuring devices is ongoing.

Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl13.7 in 2006, and the patient was experiencing a blurry visual acuity and decrease in visual acuity due to the lens vaulting excessively in patient's eye. The lens was explanted four months larer, and exchanged for a smaller micl. The reporter stated that there was no increase in patient's iop and that this occurred due to a mis-measurement of patient's white to white.